Event description:
Customer reported the system is displaying a collimator iris potentiometer error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and performed a collimator calibration and replaced the fluoro functions board. System operates as intended. This MDR is related to ge healthcare complaint.